Manufacturer narrative:
Product ID 3889-28 lot# v242434, implanted: 2009 (B)(6), explanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported the leads were broken and she had the device replaced. It was stated the wire/leads break too easily/fast and they should be stronger. It was reported, the patient had lead wire breaks with her implant and the doctor was not able to remove the entire lead and there were still lead wires from the implant imbedded in scar tissue. It was noted at least two leads were left in place and was concerned about needing an MRI in the future.

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient still had concerns regarding their device or therapy but was working with their doctor or representative. It was noted the wires broke the first time due to a fall so she understood.